Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdps0235 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leak was found on the connection site. No other information was provided.